Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they don't know if their body is getting worse or what but the ins seems like it's not working. Patient said when it's working, they can hold their urine for a while but it seems like they have to go all the time and when they have to go, they have to go immediately and they don't make it to the bathroom. Patient said sometimes they are going to the bathroom 2-3 times within a 15-30 minute period. Patient said they're also getting up 2-3 times during the night and they stop drinking fluids at about 6pm. Patient said when they drink 2 cups of water it seems to go right through them and within 15 minutes they have to go to the bathroom. Patient said sometimes when they eat and have water with their meal, they'll have to go shortly after they eat. Patient said during the day they drink a lot of fluid. Patient said they've made adjustments to their therapy by increasing stim 3 times since they got the implant, and have made 2 adjustments in the last month. Patient said they increased stim until they could feel stim slightly probably 2-4 weeks ago and then yesterday as well. Patient said after they make an adjustment, they can't feel stim anymore. Agent reviewed general therapy guidelines, therapy optimization options, program function and device function, stim sensation vs therapy relief and patient wanted assistance making an adjustment. Patient mentioned that when they've tried to connect to their ins in the past, they weren't able to place the handset down on the table they had to hold it to connect (but confirmed they have always been able to connect the devices together and to their ins). Agent reviewed bluetooth connection between devices and patient was able to connect right away on the call. Troubleshooting talked through basic therapy guidelines in terms of increasing stimulation and patient increased stim to a comfortable level. Troubleshooting reviewed uncomfortable stim and bicycle seat area stim and to decrease stim if it is uncomfortable. Patient also mentioned that the manuals were confusing when they had been looking up different information. Patient inquired about cleaning their equipment, medical procedures, sterility of equipment and said they were overwhelmed with the information and trying to understand it all. Agent reviewed information and patient confirmed understanding. When asked for event date, patient said they read the manuals on different days. Patient asked if the device controls muscles and asked how it might help if they do not have muscle control. Patient was redirected to their hcp to discuss further.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.